Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 and on (B)(6) 2015 passed away due to heart related issues. The customer was wearing the insulin pump at the time of passing. The customer's blood glucose, at the time of death, was 25 mg/dl. The customer was not using sensors. The caller stated that they cannot perform an upload to carelink because the insulin pump has been without a battery for ten days. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with no battery installed. The insulin pump received with cracked battery tube threads. Data analysis: there is no data listed for the dated of (B)(6) 2015 due to insulin pump received without battery installed.